Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. The 3.25 x 12 mm nc trek balloon catheter was advanced to the lesion without issue and inflated to 12 atmospheres (atm), but the balloon then lost pressure and could no longer be inflated. A new 3.25 x 15 mm nc trek was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.